Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code(s)/wrench code(s)) was confirmed. The monitor displayed a service code 110. Upon investigation the monitor failed an incoming pulse test and displayed a service code 110. The cause for the failure was isolated to a shorted c10 capacitor on the computer/analog pca. L1 was open causing fault on the ca board. The root cause for the shorted c10 capacitor and the open l1 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.